Event description:
Voluntary medwatch received stated that over-sensed noise was exhibited by the right ventricular (rv) lead. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report # mw5168473.